Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. All instruments should be centered axially when inserted through the seal for easier insertion. This document represents our final report.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Robotic prostatectomy - dr (B)(6) - "a piece of the seal broke off and fell into the body. The surgeon retrieved the piece, no harm done. Both the trocar, seal, and piece that broke off is included in the return. This is the third time this has happened to this doctor on the same type of case. This is the first time and applied medical was notified and product given for cer. This is the working port and the hemi-lock is also used through that port, as well as needles etc...". Pt status: "n/a". Reference to MDR # 2027111-2013-00209.